Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was finishing up the proximal tibia cut and once he completed the cut, placed the arm back in its holstered position (possibly hitting the base array, but could not confirm the cause). After placing it in the holstered position, he decided to switch to extended boundaries to clean up medial and lateral walls. After passing the tibia checkpoint, the surgeon was unable to verify the saw blade. From there, troubleshooting followed the verification of vizadiscs, saw blade debris, saw blade stability, saw blade attachments, switching saw blade attachments and finally determining we needed to reregister the robot. Upon reregistering the robot after tightening down the base array in a new position, we failed the registration multiple times. All the failures were around the same number, although we don't have photo evidence of the exact number, we believe it was 1.84 multiple times before we decided to proceed through the case traditionally for the sake of time. Tka case delayed 15 minutes.

Event description:
The surgeon was finishing up the proximal tibia cut and once he completed the cut, placed the arm back in its holstered position (possibly hitting the base array, but could not confirm the cause). After placing it in the holstered position, he decided to switch to extended boundaries to clean up medial and lateral walls. After passing the tibia checkpoint, the surgeon was unable to verify the saw blade. From there, troubleshooting followed the verification of vizadiscs, saw blade debris, saw blade stability, saw blade attachments, switching saw blade attachments and finally determining we needed to reregister the robot. Upon reregistering the robot after tightening down the base array in a new position, we failed the registration multiple times. All the failures were around the same number, although we don't have photo evidence of the exact number, we believe it was 1.84 multiple times before we decided to proceed through the case traditionally for the sake of time. Tka case delayed 15 minutes.

Manufacturer narrative:
Reported event: an event regarding a failed robot registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 406 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed robot registration. There were no other reported events for the listed catalog number. Conclusion: from event description, we know that the robotic arm wouldn¿t pass robot registration during procedure. The bumping of the base array may have caused the robot registration to fail and eventually joint angles inconsistency error. The joint angles inconsistency error was resolved when the robotic arm software was rebooted. Homing of the robotic arm was completed successfully. The robot has no hardware or software issue per the log files and reports received from the session. The gsp ticket ((B)(4)) opened for the event has been resolved.